Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the battery drawer cover was broken off the lower case and the battery drawer was hard to open without batteries installed. It was also found that both output connectors on the epg were broken. Additionally, both display wires were pinched but the insulation was not compromised. The hanger assembly was found to be contaminated.

Event description:
It was reported that the battery compartment on the external pulse generator (epg) would not open, and the unit had a damaged cover. The epg has been returned for service. There was no patient involvement.